Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 331 mg/dl. Troubleshooting was performed with technical support and the alarm did not reoccur.